Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 20127705.

Event description:
It was reported that the patient was experiencing a shooting pain right where the leads were sitting due to migration. It was stated that the patient had multiple reprogramming but it did not resolve the issue. The patient underwent a lead replacement procedure. The explanted leads were discarded.